Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforation under the device was discovered in the office when the patient came in for a regular follow up visit. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. A pocket revision was performed and "dead tissue" was removed. A temporary implantable pulse generator (ipg) and right ventricular (rv) lead were placed on the other side of the patient's chest. Antibiotic treatment was provided. A new crt-d system was placed four days later. No further patient complications have been reported as a result of this event.